Manufacturer narrative:
The arc catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of arc catheter break during a procedure. The patient was undergoing mechanical thrombectomy. Vessel tortuosity was described as normal. The devices were prepared as indicated in the IFU. A continuous catheter flush was maintained. It was reported that during the procedure, the arc was able to remove clot and was removed from the patient once. On re-insertion, the proximal part of the arc became cut in the proximal section. The arc was removed. There was reportedly no friction during delivery of the arc. The procedure was completed without further issue. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The arc catheter body was found to be kinked approximately 133cm from the distal tip and approximately 127.5cm from the distal tip. No damages or irregularities were found with the arc distal tip. The arc catheter was flushed, water exited from the distal tip. No breaks, separations or cuts were found with the arc catheter. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ could not be confirmed as no breaks, separations or cuts were found with the returned arc catheter. The arc catheter was found to be kinked; however, the cause for the damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.